Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual inspection of returned device confirms that the sutures are broken at the top hat button. The k-wire, drill bit, toggle button, cannulated drill, trocar and saddle were not returned. Item and lot numbers are not confirmed to match the complaint as there was no packaging returned. No damage is noted on the top hat button. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the blue/white sutures broke off at the button while attempting to secure ziptight button down. It was noted the button had yet to reach the plate and everything was removed without issue and a new one implanted without incident. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.